Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal as well as a damaged flex circuit. The cause of the problem was the damaged flex circuit/delaminated dso seal. The dso seal and flex circuit were replaced to fix the issue. This file was originally incorrectly filed under registration number mrn 2183161-2025-00017. The date of that submission was 20-feb-2025.

Event description:
It was reported that the device would not register that it was locked. There was no patient involvement, and no patient harm/adverse event reported.